Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead's helix was bent. The lead was not used, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of helix bent was confirmed. Final analysis found as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the helix was retracted and bent consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event was isolated to procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.